Event description:
A facility reported a patient had symptoms of bloody, mucous diarrhea after a colonoscopy was performed. The patient was admitted to the hospital after 24 hours. The patient was prescribed antibiotics. Follow up with the facility on (B)(6) 2012 confirmed that the patient is doing fine. The facility is alleging that residual disinfectant left in scopes after processing caused the injury. It is noted that there have been incidents when they see "grayish fluid" dripping from scopes after processing in the aer. The scopes are pre-cleaned with empower enzymatic solution, using the recommended amount. The olympus scopes are brushed thoroughly when using detergent and then rinsed 2-3 times after brushing. The facility uses cidex-opa for disinfection in the asp automatic endoscopic preprocessor. (B)(4). This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00126 and 2084725-2012- 00127.

Manufacturer narrative:
Updated trending for problem code: (B)(4) thus no trend was observed. (B)(4).

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending found 2 complaints in the past 12 months ((B)(6) 2012 to (B)(6) 2013), which are both related to this one event. Thus no significant trend was observed. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed as low as reasonably practicable. The hhe (health hazard evaluation) was reviewed for similiar issues indicated that the hazard/risk is low. There was no product returned for investigation. The product IFU carries warnings and general directions about rinsing devices after disinfection. Removing excess product is important as exposure is known to cause staining and irritation to the skin and/or mucous membranes. There was no response from the customer for follow up information. Due to insufficient information, the root cause could not be determined.